Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The reporter stated that the patient had stopped feeling stimulation at 1:30 on the day prior to this report. The manufacturing representative had reportedly then helped the patient start charging for the second time since implant. The patient stated that she had charged on the night prior to this report for two hours. The patient stated that needed to be ¿jump started¿ and now the patient was feeling stimulation. The patient also reported that while currently recharging, none of the coupling boxes were shaded and the third quartile of the implantable neurostimulator (ins) battery icon was blinking. The patient then checked the antenna placement and reported getting four coupling boxes shaded. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.